Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the issue. The initial reporter, isi clinical sales representative (csr), believed that the surgeon did not use a port stabilizer with the vessel sealer extend (vse) instrument, which would cause the instrument shaft to move excessively. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to evaluate the isi device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer extend (vse) instrument was moving when firing energy. Prior to calling in, the caller had the staff move to another vse instrument, but the issue persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) found no related error in the logs. The tse shared that the movement was normal behavior to ensure that adequate compression was applied during the seal cycle, but the tse was unable to verify the reported movement. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon completed the procedure with the movement issue unresolved. The issue persisted with both vessel sealers and the surgeon continued to use the vessel sealer with the movement issue present. The reporter informed that the vessel sealer would shift down and to the left when firing. The issue was due to the customer not using a reducer, which resulted in instability when firing. There was no patient harm. The reporter informed that the issue was captured on video and emailed it in for review. Isi received a video clip related to the alleged complaint. A review of the video clip was conducted by an isi clinical development engineer. The following additional information was provided: it is true that some movement is normal when the seal cycle is initiated. The cde noticed the customer's response mentioned that the surgeon did not use a reducer for this case. The reducer is intended to allow for the 12 mm cannula to be used with an 8 mm da vinci instrument such as the vessel sealer. If the vse is used with a 12 mm cannula, having the 12-8 mm reducer in place will help reduce the movement seen in the video.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received a video clip related to the alleged complaint. A review of the video clip was conducted by an isi clinical development engineering (cde) team. The following additional information was provided: the vessel sealer extend (vse) instrument movement is not considered imprecise/unintuitive or unexpected motion as some movement from the vse instrument is expected due to the mechanical engagement of components upon implementation of the seal cycle. There is potential for tissue injury when a smaller diameter instrument is used with a larger diameter cannula.

Event description:
Refer to h10/h11 for follow-up information.